Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an alert for high pacing lead impedance. Patient came to clinic where it was confirmed the pacing impedance was out of range, therefore a new pace/sense lead was implanted. Surgery was performed without complications and the patient condition was good before and after the surgery.